Event description:
Procedure: tumor removal. According to the reporter: a large parasitic vein crossed over the external iliac vein. The clip was used to secure the vein on both sides. The first clip scissored and crossed the arms over the tearing the vein. Control was gained by pressure, suction and then vein was repaired. Three clips fell off the tissue into the pts cavity. The clips were retrieved from the pts cavity. There was 249 ml of blood loss. This occurred with two devices. A third device was opened to compete the procedure. The iliac vein had been exposed with good access. Surgery time was extended by two minutes.

Manufacturer narrative:
(B)(4).